Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a sore irritation. The patient's physician advised the patient to remove the lifevest while the sores healed. Follow up indicated the sores had healed.